Event description:
It was reported high impedances were observed, ¿less than 10,000 ohms.¿ they ¿could not get impedances down on the lead and the physician had already expressed concerns about ¿bends¿ in lead before attempting to use it.¿ the lead in question was removed, discarded, and replaced with a back-up lead. Impedances improved ¿a little but not much.¿ no patient symptoms or injuries were reported related to the event.

Manufacturer narrative:
(B)(4). Analysis of the lead found no anomaly.